Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was feeling sedated; the pt was admitted to the hosp for observation. It was determined that there was a medication error; there was a higher concentration of fentanyl and there was also clonidine within the device that the pt normally did not receive. The medication could not be removed (unspecified) from the tubing via the cap (catheter access port); the pt was monitored and recovered and is doing fine. It is unclear if there were add'l symptoms experienced by this pt; a follow-up report will be sent when add'l info is rec'd.